Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 2 months. The event occurred at (B)(6). The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during a routine clinic visit, a review of the system controller history found that a single pump stoppage event was captured on (B)(6) 2017. At the time of the pump stoppage, the patient was sleeping. Visual inspection by the healthcare professionals found damage to the percutaneous lead's outer silicone layer approximately 10 cm from the connection to the system controller. It was observed that the outer silicone jacket had been repaired with tape multiple times in the past. X-ray images showed visible changes to the majority of the percutaneous lead external to the patient. A cosmetic repair (taping) of the damaged silicon layer was performed. During application of the tape, a pump stoppage event occurred. The patient was asymptomatic. On (B)(6) 2017, an external percutaneous lead (driveline) evaluation was performed by the manufacturer's technical services representatives. The previous repair tape was removed and a visual inspection found that the outer silicone layer was damaged in several areas that was consistent with wear over time. Additionally, there was visible damage located approximately 8 cm from the area where the percutaneous lead connects to the system controller. The damage appeared to also be cosmetic in nature; however, the outer shielding was also disrupted and several of the internal conductors were visible. This area was closely inspected and no damage to the internal conductors was apparent. Electrical continuity testing passed and no interruption in pump function was observed when the driveline was manipulated. The patient was issued a non-grounded power module patient cable for use with the power module, and was discharged from the hospital. No additional information was provided.

Manufacturer narrative:
The report of a tear in the outer silicone jacket layer of the driveline was confirmed based on a submitted photo of the area. Furthermore, the report of pump stoppage events was confirmed through an evaluation of the submitted log file. Review of the submitted submitted system controller log file showed two transient pump stoppage events captured on (B)(6)2017 at 22:19 and on (B)(6)2017 at 11:08. These events corresponded to low speed hazard, low flow hazard, and driveline disconnected alarms. However, a specific cause for these events could not be conclusively determined through this evaluation. Review of the submitted x-ray images could not conclusively determine any areas of damage to the driveline. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.